Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test and delivery accuracy test at 0.08760 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self-test, off no power alarm test and unexpected restart error test.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and also had motor drive anomaly. The customer¿s blood glucose was 450 mg/dl. The customer was treated with syringes. The customer stated that the piston on the insulin pump was not touching the reservoir because which the sugars were high. It was reported that they had motor drive anomaly. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.